Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported of the suture not being attached to the needles could not be confirmed. Analysis of the device indicated the sutures remained attached to their respective needles. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The other prostar xl device referenced was filed under a separate medwatch manufacturer report. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that prior to an endoprosthesis implant procedure, pre-close placement of the sutures was attempted in the common femoral artery using prostar xl devices. Reportedly, during deployment of initial prostar xl device through an unspecified sized access site, when the handle was pulled to deploy the needles, no suture was connected to the needles. The device was removed and a second prostar xl device was attempted, but with the same results, when the handle was pulled to deploy the needles, no suture was connected to the needles. The device was removed and the sutures of a third prostar xl device, was deployed and set to the side. The access site was upsized to an unspecified size. After conclusion of the endoprosthesis implant procedure, the pre-placed sutures were used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the prostar xl device and established in the pre-close deployment technique. No additional information was provided.